Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes at an in-clinic device check due to myopotential oversensing. The oversensing was reproducible with isometrics. The device was reprogrammed and the issue was resolved. The patient was not symptomatic to the episodes.